Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. It is possible that the foreign material was cause by reprocessing that deviated from the instruction manual. The device was inspected before use. The product was cleaned, disinfected, and sterilized before it was sent to olympus. It was unknown when the foreign material adhered to the endoscope. There was no delay in the start of the precleaning process. The air and water nozzle was flushed with water and air. There was an unknown abnormality in the accessories used for reprocessing. The air and water nozzle was not wiped with clean lint-free cloths, brushes, or spongers. The air and water nozzle were flushed with the detergent solution. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿<inspection of the endoscope> 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> *when using the air / water valve 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. ¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the amount of air and water supplied was insufficient due to clogging of the air/water nozzle; the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; the distal sheath bond was cracked; the air and water nozzles were clogged and the draining function was reduced; the watertightness of the control panel cover was not maintained; discoloration of the operation part was recognized; switch 1 was worn out; the suction cylinder was scraped; wrinkles were observed in the universal cord; peeled paint was recognized on the air/water supply cylinder and the suction cylinder; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope displayed poor air and water flow supply. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which may cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.